Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, "highly" calcified and 90% stenotic right coronary artery. Following a plain old balloon angioplasty with a 2.0mm balloon, the physician advanced the 3.5x15mm maverick2 balloon to the lesion and inflated it to 12 atms on the second inflation and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device and the deployment of a non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hosp; therefore, it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The most probable root cause of this defect is due to operational context due to the anatomical and/or procedural factors encountered during the procedure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. A CAPA has been initiated to address this issue.